Manufacturer narrative:
This report was submitted on march 16, 2023.

Event description:
Per the clinic, the patient underwent a MRI scan under sedation and subsequently experienced a magnet dislodgement (specific date not reported). Surgery to reposition the magnet was completed on (B)(6) 2023. The implanted device remains.